Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces.

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was 188 mg/dl at the time of incident. The insulin pump was returned for analysis.